Event description:
It was reported that the atrial lead had dislodged and exhibited capture anomalies. The lead was capped on an unknown date. On (B)(6) 2014, a replacement lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.